Manufacturer narrative:
Concomitant product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The patient was found unresponsive (date unknown), and they were currently responding to narcan. The last refill was performed on (B)(6) 2014. The representative was ¿concerned what if this was an overinfusing pump¿. The patient¿s symptoms ¿went downhill¿ on the date of the report. The ER healthcare provider (hcp) did not suspect overdose. The hcp thought the respiratory depression was due to pneumonia. They felt that setting the pump to minimum rate would help them better assess the patient¿s symptoms, so the pump was programmed to minimum rate. The medication infused was hydromorphone.